Event description:
The customer reported a low milliamp error message and that signs of arcing were visible on the x-ray tube and the high voltage cable. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The snubber board, interconnect cable, x-ray tube and the high voltage cable were replaced. Filament calibrations were performed and the collimator was centered. The system was tested and operates as intended.